Event description:
It was reported that after coronary artery bypass graft (CABG) surgery, as the health care professional (hcp) was turning the patient's accelerometer (xl) back on, they received a notification from the cardiac resynchronization therapy defibrillator (crt-d) that the signal artifact monitor (sam) had disabled the respiratory rate sensor. Technical services (ts) was contacted, and ts discussed that it was likely noise from the surgery causing respiratory rate trend (rrt) to be disabled. The hcp also noted increased left ventricular (lv) thresholds, wondering if that was common after surgery. Ts explained it could be with medication and overall patient condition. The crt-d remains in service. No adverse patient effects were reported.